Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing and a monitor was displaying service code 107 and abnormally shutting down.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was contamination was found on multiple components causing a falloff test failure. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt. Evaluation of monitor has been completed. The reported problem (service code 107/abnormal shutdowns) has been confirmed. Upon investigation, the monitor displayed service code 107. The failure was isolated to contamination on ca board component j502 causing voltages to short. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.